Event description:
Per the reporter, on (B)(6) 2012 an l2-l4 plif without cages using demineralized bone matrix, non-structural allograft chips, was performed. The pt presented with a fracture. Follow-up x-rays taken on (B)(6) 2012 showed a broken pedicle screw. No revision surgery was scheduled.

Manufacturer narrative:
(B)(4).